Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen had a white bar running across the display blocking the graphics and text. The customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.